Event description:
On (B)(6) 2010, the patient was implanted with an scs system. Post-op, in the recovery room, there was no communication with the ipg. Several tries for communication were made but to no avail. The original ipg was removed and replaced on the same day without any problems. The replacement ipg communicated as intended during post-op.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.